Event description:
It was reported that patient experienced ineffective stimulation for targeted pain pattern. Surgical intervention was undertaken wherein the system was explanted at an unknown date.

Manufacturer narrative:
Section b3: date of event is estimated. Section d6b - date of explant is unknown. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8754817. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.